Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd nexiva¿ closed IV catheter system was found leaking as "the catheter septum was defect and blood leaked." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd nexiva¿ closed IV catheter system was found leaking as "the catheter septum was defect and blood leaked." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: our quality engineer received one used nexiva 22 gauge unit in an open package with the lot number 7341886. Visual/microscopic evaluation revealed the primary septum and grey canister were not properly assembled, which caused leakage to be present during water/air leak testing. In addition, a device history record review was performed on the lot number from returned package, showing no non-conformances associated with this issue during the production of this batch. Root cause was determined to be a damaged septum. The cause of the damaged septum was indeterminate. As a result, bd has provided awareness training to applicable manufacturing personnel. Investigation conclusion: the cause of the leakage was a damaged septum. The cause of the damaged septum was indeterminate.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that during use a bd nexiva closed IV catheter system wasfound leaking as "the catheter septum was defect and blood leaked." There was no report of exposure, injury or medical intervention needed.